Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown; product type catheter. (B)(4). Analysis of the pump found a miscellaneous alarm anomaly of the resonator due to manufacturing. The pump passed all non-destructive lab testing except for an alarm failure. The failure was due to a cracked resonator. There were no anomalies seen in the pump logs. Analysis of the catheter's sutureless connector (sc) found coring tears-cuts in the seal, and it met established leak criteria.

Event description:
It was reported that a pump and catheter were returned to the manufacturer with limited information surrounding its use. The date of explant of the pump and catheter was unknown. The patient outcome was unknown. The device was used to deliver baclofen according to the available pump logs.